Manufacturer narrative:
The reported failure of a failed leak test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer recieved information alleging a ventilator service required alarm occurred on a trilogy 202 ventilator. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy 202 ventilator was returned to the manufacturer's service center for evaluation, and the customer's complaint was confirmed. During the evaluation of the device, it was noted that the device failed a leak test. In conclusion, the device's pca sensor needs to be replaced to address the issue. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.